Event description:
Per customer the unit has no output, customer will send in for repair. No patient harm; no delay in surgery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that we were unable to duplicate customers complaint. Unit as received appeared to operate normally, rf output is within specifications. This unit was tested over a period of several days, no issues were observed. Unit requires updates (sw on controller and audio & hw on audio board). A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: replace worn output jacks. Update. Retested unit. Unit passed on final acceptance test. No root cause could be determined as the unit functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.